Event description:
While passing suture during an arthroscopic shoulder surgery, the tip of the device broke off into the patient's shoulder. The staff at the facility does not believe the tip was retrieved. Upon removal of the device the "tooth" was missing. No x-ray was taken. The surgeon irrigated the area and did a standard closure. No injury reported or medical intervention.